Event description:
It was reported that during insertion of the femoral stem, there was a small fracture of the femoral neck. This did not propagate past the lesser trochanter. A prophylactic cerclage cable was placed below the lesser trochanter.

Manufacturer narrative:
Information was received from a health professional who is not required ot complete form 3500a. This report will be amended when our investigation is complete.